Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is not known which lead was replaced, therefore both leads are being reported.

Event description:
Related manufacturer reference number: 3006705815-2019-03583. It was reported that one of the patient's leads had migrated. The patient's therapy changed following a fall. Migration was confirmed via imaging. As a result, the lead was explanted and replaced. Therapy was restored following the procedure.